Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were unresponsive and insulin was squirt when priming. Blood glucose was unknown. Customer also reported that clock did not keep time and no delivery alarm was also occurred and plastic was chipped off when changing reservoir. The insulin pump will not be returned for analysis.